Event description:
It was reported patient had a lead fracture that prevented patient from having an MRI. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken at an unknown time wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000066398.